Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
Screw broke: the sales rep reported a distal portion of the customer's 7x23mm milagro advance screw broke into 3 pieces while inserting into the bone during an acl procedure. He stated the surgeon was inserting the device through the tibia when it broke, he did not get to the femur. The surgeon removed the broken anchor along with its fragments and put another like screw in the same bone successfully with no patient consequences. All broke pieces were removed and discarded already. There was a 5 minute delay. The sales rep was not present for the case but verified it was bone-tendon-bone and the surgeon was notching when this happened. He did not know what the bone quality was and there were no pictures taken. He also could not obtain the lot number.